Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank flashing white display. Unable to perform the displacement test due to blank flashing white display. Pump was cut open to perform visual inspection and found cracked lcd controller, cracked lcd glass and bleeding on the lcd glass on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd glass and bleeding on lcd glass. Blank flashing white display due to cracked lcd controller, cracked lcd glass and bleeding on lcd glass on the pcba 1. Cosmetic damage confirmed at the lcd display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed it was reported location of the damage is at the front of the screen. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device was returned for analysis.